Manufacturer narrative:
See manufacturer reports #3004209178-2018-04109 and 3004209178-2018-03322 for the patient¿s other issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to their doctor on (B)(6) 2018 and was told they had a 3rd uti (since implant) and e. Coli. The patient stated that they knew they had a uti because of the burning. They were currently on an expensive and comprehensive antibiotic (costs (B)(6)). The issue was reported as a gradual change. No troubleshooting was performed because the patient had to go to an appointment with a chiropractor. It was also reported that the stimulation caused discomfort for the patient which felt like that had a had a "ball between my legs". They then decreased it from 2.7 to 2.4 which resolved the issue. They were going to track their symptoms and verify that the stimulation was on prior to going to bed. Additional information reported later that same day noted that the patient was assisted with changing from program 2 to program 3 at 1.0 volts using the programmer. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.